Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw2156 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that on completion of PICC insertion patient became flushed, hypotensive and tachycardic. User suggests likely mast cell activation reaction. Patient apparently required supportive measures: 2l crystalloid, benadryl, steroids. It allegedly took close to an hour for patient to recover and consideration was being made for an ICU consult.